Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was 'opening and closing intermittently'. The ipg remains in use. Low p waves were noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.